Manufacturer narrative:
(B)(4). The reported difficulty removing the stylet is consistent with inadvertent grasping of the tip while removing the stylet.

Event description:
It was reported that during device preparation for use the absolute pro mandrel met resistance and could not be removed. During the attempted removal, the stent implant was unsheathed. The device was not used in the anatomy. There was no patient involvement. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) noted blood on the handle, consistent with handling. There was no saline visible. The stent implant was deployed and was not returned. The distal sheath was fully retracted, indicating that the thumbwheel had been rotated. The stylet was returned partially advanced through the tip and guide wire lumen. The distal end of the stylet was extending out from the tip of the sess. There was a bend in the stylet distal to the proximal end of the stylet. There was no other damage noted to the stylet. There was no other damage noted to the sess. The handle lock was in the unlocked position. A laser micrometer was used to measure the outer diameter of the stylet. The stylet was advanced through the sess and removed with no resistance noted. The handle was opened and the rack was observed to be fully retracted suggesting that the thumbwheel had been rotated. There was no damage noted to the internal mechanism. The premature deployment appears to be related to the reported resistance encountered during removal of the tip mandrel. Although a conclusive cause for the reported resistance could not be determined and was unable to be confirmed during functional testing of the returned unit, it may be possible that the technique used to remove the tip mandrel was not performed per the product instruction for use (IFU) which states: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. The bend in the mandrel may be attributed to handling during packaging the product for return to abbott vascular for analysis. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. There is no indication of a lot specific product deficiency. Overall, a conclusive cause for the premature stent deployment could not be determined. However, there is no indication in this case to suggest a product quality deficiency. During production all sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually.